Event description:
The patient reported having an allergic reaction to the steel needle of her infusion set in 2007. She stated that the left side of her abdomen was irritated and severly inflamed. She also stated that the adhesive of the infusion set did not stick to her skin properly. She stated her blood glucose was elevated to 225-300 mg/dl. Her normal blood glucose range is around 175 mg/dl. The patient stated that she received a penicillin shot by her physician and was advised to avoid the irritated site. At the time of the report (one day later), the patient stated she felt nauseous and drowsy and had not eaten all day. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the infusion set. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.